Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2013, it was reported a patient went to the hospital due to ketosis. Her blood glucose values were not provided. She believes the needle on the infusion set was not long enough, and that this contributed to the event. She reported she had switched to a different type of infusion set. This occurred in germany and was reported by an affiliate, and the patient's information was not provided. The medtronic infusion set mentioned in this event is not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).